Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ and ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 397 mg/dl. Reportedly, customer removed and/or added insulin during pumping and/or outside of the load sequence and the cartridge was in use for 4 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the infusion set to address the issue.